Event description:
The facility reported a colleague infusion pump with the reported condition of a display issue. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 8:11:00.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that during the manufacturing of the device, the display was corrupted and would not power up. The was reworked and passed all subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during inspection. The assignable cause was determined to be faulty main display screen. The main display screen was replaced to fix the reported condition. A service history review revealed that the device is new and no previous service has been done before. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.